Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron chemistry analyzer generated false low glucose (glum) results for fifteen (15) different patient samples on two separate days ((B)(6) 2012). This report documents the fourteen (14) false glum results obtained on (B)(6) 2012. One of the patient samples (patient # 2) also had a suppressed (no value generated) result for creatinine (crem). The suppressed crem result was misinterpreted and mistakenly reported out of the laboratory as <0.1 mg/dl. The samples were rerun on another dxc instrument in the laboratory and those results were reported. The crem result was amended before the physician saw the false low result. The customer also indicated that other analytes run on the modular chemistry (mc) side of the instrument were suppressed (no result generated). The results provided by the customer are shown in this report. Patient treatment was not affected in this event.

Manufacturer narrative:
Quality (qc) run prior to and after the event was within lab-established ranges. The patient samples are collected as both plasma and serum in 13x100 tubes, analyzed fresh, and spun for 5 minutes, at 3000 rpm, and stored at room temperature. While troubleshooting with bec hotline, the customer discovered the mc sample syringe was loose. The customer tightened the syringe, which seemed to resolve the issue. After about an hour, mc results started to suppress again and another erroneous glum result was generated, so service was initiated. The customer later cancelled the service call, stating that they had resolved the issue with weekly maintenance. Failure mode is unknown. MDR 2050012-2012-01884, is associated with this event documented in this report.